Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver was analyzed and found to have a broken main tube approximately 1.08" from the distal tip. A piece measuring proximately 3.05mm x 4.11mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint regarding the instrument could not be turned, or used was confirmed by failure analysis. Image review: review of the provided image is consistent with the customer reported complaint.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the large needle driver instrument was found to have recognition issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of any fragment falling into the patient. No patient injury was reported.